Event description:
A 16 french bard nasogastric sump tube (ng tube) was placed and attempted to auscultate air in the belly. At that point, when placed to suction, the caregivers noted a small hole in the tubing near the exhaust pipe. (Junction of tube at distal side from patient).